Event description:
Treatment of an avm. It was reported the catheter was used to deliver onyx and could not be removed during procedure. The catheter remained in the patient and the amount of onyx reflux was reported approximately 2cm.no patient injury reported.same event as MDR# 2029214-2011-00219.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).